Event description:
It was reported that the ilet screen became unresponsive, and the agent guided the user to restart the device, which restored function; the issue aligned with an unresponsive key or button and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with the touchscreen presenting as an unresponsive input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.